Event description:
Device malfunction: none. Symptoms/ae: hypotension and transient ischemic attack. Time of symptoms: post procedure. It was reported that immediately post a right internal carotid artery stenting procedure, the pt experienced hypotension and was treated with levophed and dopamine for 3 days, when the hypotension resolved. In addition, on day one post procedure, the pt experienced a transient ischemic attack (tia) and was given heparin treatment for garbled speech and a weak right hand grip and recovered fully from the tia after 15 minutes. The pt remained in the hosp an extra three days after the hypotension resolved waiting until the inr level was therapeutic. The pt was discharged to home about 6 days later. No additional info was provided.

Manufacturer narrative:
Study event. The device remains in the pt. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.